Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 462 mg/dl at the time of incident. The customer¿s current blood glucose level was 418 mg/dl. The other relevant blood glucose was 383 mg/dl. Troubleshooting was performed for high blood glucose. The customer treated with insulin pump for high blood glucose. The customer stated that the insulin pump had an air bubbles. The location was near the top of tubing. The size of air bubble was a small bubble. Customer allowed for insulin to warm to room temperature prior to filling reservoir. The customer stated that air bubbles were not removed successfully. The insulin pump and reservoir will not be returned for analysis. Unomed inf set.